Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap device was outside of the minicap. This was noted before patient use. There was no patient involvement. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). As the minicap was not returned, a device analysis was unable to be completed. A batch review of the associated lot number was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.